Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, cholecystectomy, appendectomy, diarrhea and back pain. Concurrent conditions included dysfunctional uterine bleeding, menorrhagia, arthritis, kidney stones, unilateral leg swelling, lower abdominal pain, pain in hip, sciatica, pericardial cyst, degenerative disc disease, kidney stones, lumbar spondylosis, lumbar radiculopathy, uterovaginal prolapse, uterine prolapse, endometriosis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("dyspareunia"), post ablation tubal sterilisation syndrome ("post endometrial ablation syndrome"), urinary tract disorder ("urinary problems"), the second episode of dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and hypoaesthesia ("numbness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy/ adhesiolysis and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, post ablation tubal sterilisation syndrome, urinary tract disorder, the last episode of dyspareunia, headache, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, genital haemorrhage, headache, hypoaesthesia, pelvic pain, post ablation tubal sterilisation syndrome, urinary tract disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient has post-essure syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea, dyspareunia, joint pain, numbness. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, cholecystectomy, appendectomy, diarrhea and back pain. Concurrent conditions included dysfunctional uterine bleeding, menorrhagia, arthritis, kidney stones, unilateral leg swelling, lower abdominal pain, pain in hip, sciatica, pericardial cyst, degenerative disc disease, kidney stones, lumbar spondylosis, lumbar radiculopathy, uterovaginal prolapse, uterine prolapse, endometriosis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("dyspareunia"), post ablation tubal sterilisation syndrome ("post endometrial ablation syndrome"), urinary tract disorder ("urinary problems"), the second episode of dyspareunia ("dyspareunia"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and hypoaesthesia ("numbness"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy/ adhesiolysis and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, post ablation tubal sterilisation syndrome, urinary tract disorder, the last episode of dyspareunia, headache, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, genital haemorrhage, headache, hypoaesthesia, pelvic pain, post ablation tubal sterilisation syndrome, urinary tract disorder, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient has post-essure syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea, dyspareunia, joint pain, numbness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.